Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-12364. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. There was a difficult transeptal puncture and they jumped around quite a bit. They swept for a pericardial effusion (pe) and nothing was noticed, so they proceed with the procedure. The watchman® access system (was) was deep seated in the laa. A 30 mm watchman ® laa closure device & delivery system (wds) was then advanced. A partial recapture was performed for repositioning but ultimately the closure device was removed. Sweeps were performed and there was no pe. They replaced it for a 27 mm closure device that was deployed and released. The patient was doing fine. They swept for an effusion and noticed no signs of one so the tee probe was removed. The patient¿s blood pressure began to drop and there was a minor effusion noticed so the was removed. They tapped for a minor pericardial effusion. The patient¿s blood pressure was stable after treatment of the pe.